Manufacturer narrative:
Evaluation of the returned pod pc revealed an undamaged and functional device. During functional testing, the pod pc was able to advance through its introducer sheath and a demonstration lantern without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the sigmoid sinus using pod packing coils (pod pcs), penumbra coil 400s (pc400s), pac400s, and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two pc400s and two pac400s in the target vessel using the lantern. While advancing a pod pc approximately three fourths of the way through its introducer sheath, the physician encountered resistance. Therefore, the pod pc was removed. The procedure was completed using a pac400, five pc400s and the same lantern. There was no report of an adverse effect to the patient.